Event description:
It was reported that the patient had difficulty charging the ipg and experienced inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable device. The patient was doing well postoperatively. The explanted ipg was not returned as it was retained by the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.